Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that initial efforts to interrogate this device were unsuccessful. Interrogation was eventually successful with troubleshooting. No adverse patient effects were reported.